Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had erratic therapy. The caller stated that the device isn't functioning correctly. The patient stated that the device is on but feels like it isn't on. All of a sudden the device the stimulation will kick in and come back on when the patient crosses their legs a certain way. The patient reported that they were in a motor vehicle accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.